Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.